Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient reported weight loss was not related to device. Patient reported weight loss was not prime factor in implant moving but contributed. Patient reported they had trouble locating the device while trying to recharge it and felt that it was moving back and forth in the pocket that it was placed in. Patient reported doctors appt made and indicated they requested rep to come in office to do a diagnostic to make sure device was still working properly. Patient reported seeing rep on (B)(6) 2023. Rep ran tests and found device was moving in pocket, everything was green and patient was ok at the time.

Event description:
Pt called back from number registered repeating information in this case regarding ins moving and not holding a charge. Pt said they met with a rep and hcp who said the ins still seemed to be in the pocket, but seemed to move around in the pocket. Pt said now they had lost 50 lbs and the ins didn't feel like it was in the same place as when they were implanted anymore. Patient said it was hard to find the ins sometimes when trying to charge and now found the ins in different locations than before (pt said ins used to be more towards the middle of their backend and lower, but was now more towards the outside of their buttocks and higher) so they had to stay in a certain position otherwise ins won't charge and they have to reposition. Pt also said they had a dull ache at their ins site and at times while sitting, the ins could be seen poking out. Pt said the ins was still not holding a charge for more than a day, and they were told the battery was supposed to last a day and a half. Pt charged last night and was already down to 60%. Pt said they had an hcp appointment on friday and wanted a rep to be there as well. Pss provided nas number for hcp office to call.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The pt said they were having issues and said they have "lost some weight, over 20 pounds and my implant is moving, I started noticing it moving last month". Pt then mentioned that "once my implant went dead so I had spoke with my rep and I were able to charge it up again". They said that once they lowered stimulation from 1.8v to 1.6v because "it was a constant buzzing in my legs so I turned it down to where I couldn't feel it and then my back and legs were hurting so I moved it up to 1.8v again". Pt said they hadn't made rep aware of ins moving. The caller was redirected to their healthcare provider (hcp). Pt has an appointment with their hcp on march 22nd and hcp asked the pt to have a rep be at the appointment. Patient services (ps) emailed local reps.